Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, no staples would fire. It appeared that the severe staple misalignment prevented the remaining staples from firing correctly. The sample was disassembled. It was observed that the shuttle component was bent and that nine staples were jammed above it. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It could not be conclusively determined why the shuttle was out of its proper shape and position. DHR investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in."the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Upon functional inspection, it appeared that the severe misalignment of the staples pre-vented the remaining staples from firing correctly. The sample was disassembled. It was observed that the shuttle component was bent and that nine staples were jammed above it. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It could not be conclusively determined why the shuttle was out of its proper shape and position. Non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported that "the hcp failed to fire skin staplers prior to use on patient".

Manufacturer narrative:
(B)(4). UDI# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp failed to fire skin staplers prior to use on patient".